Event description:
Boston scientific received information that three days post implant, a revision procedure was performed. This atrial lead was successfully repositioned. This lead remains implanted and in service. At this time, the reason for the revision is unknown. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains in service. Should additional information become available, this event will be updated.